Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's son, who is a physician, reported that on the same day, the patient experienced severe abdominal pain and went to the emergency room. The patient was seen by a physician who diagnosed the patient with air in the abdomen and was hospitalized. A barium swallowing test was scheduled.